Event description:
Customer stated that the meter is registering high reading. In the morning they received a result around 300 mg/dl and therefore took insulin. At noon time they received another reading around 300 mg/dl and again took insulin and ate lunch. Within 30 minutes the customer wasn't feeling well and called an ambulance. The paramedics received a reading of 37 mg/dl. An injection was administered by the paramedics and the patient did not go to the hosp. The patient is now felling well. A review of the system was conducted over the phone. This review discovered that the patient was applying a sample to test strip prior to inserting the test strip. The patient was trained on the proper use of the meter and was satisfied with the readings they are now receiving. The customer was invited to call 24/7 with future questions/concerns.